Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that when they "tweaked the device" and has been having "issues over the weekend". The patient stated that prior to friday they were having issues with "their diaphragm" after the adjustment, they reported having "a fluttering kind of feeling". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.